Manufacturer narrative:
The pump had a motor error alarm during the rewind due to a corroded motor home switch. The pump had moisture damage found on the electronics. The pump was received with a cracked case at the display window corner, minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm during rewind. Customer was advised to remove the battery to prevent continued alarms. Customer was asked verbally and in written form to return the pump for analysis. Customer's mother does not want a replacement.